Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functionality testing) was confirmed. Upon evaluation, the monitor will not power up. The cause of this service code was that the c1 capacitor shorted which shorted. The cause of the inability to complete testing and the inability to power on is the c1. The cause of the inability to complete testing and the inability to power on is the c1. The root cause of the shorted c1 capacitor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor will not power on.